Event description:
Investigation results are now available.

Manufacturer narrative:
1. Event description: it was reported that the articulation bearing of the g7 dual mobility was implanted on (B)(6) 2020 and has dislodged from the head component. The patient underwent a revision surgery on (B)(6) 2021. Harm: s3- instability, moderate hazardous situation: implant components are dissociated in the patient. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the articulation bearing of the g7 dual mobility was implanted on january 27, 2020 and has dislodged from the head component. The patient underwent a revision surgery on (B)(6) 2021. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the significant lack of information the reported event cannot be confirmed. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: act artic e1 hip brg 28x44mm; catalog#: ep-200150; lot#: 242140. G7 osseoti multihole 54mm f; catalog#: 110010265; lot#: 6616916. G7 dual mobility liner 44mm f; catalog#: 110024464; lot#: 395650. Femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length; catalog#: 00-8114-001-10; lot#: 64543711. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to intra-prosthetic dislocation.